Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was found unresponsive at home with low flow alarms occurring and passed away on (B)(6) 2015. It was stated by the hospital personnel that the event was not likely the result of a pump malfunction. It was also reported that the patient had a previously unreported history of possible hemolysis beginning in the winter of 2014. In (B)(6) 2015, the patient had lactate dehydrogenase levels greater than 2800 u/l and suspicious plasma free hemoglobin levels as high as 40 mg/dl. There was no evidence of hemolysis via echocardiogram imaging during this interval and no additional progression of signs or symptoms. The patient was on aspirin, persantine, and coumadin with no serologic concerns for hemolysis recently. It was reported that the patient had no other acute comorbidities. The patient had been listed for transplant as status 1a due to recent bacteremia with streptococcus mitis and streptococcus oralis and concerns of lvad and implantable cardioverter-defibrillator (ICD) bacterial seeding. The patient was on penicillin indefinitely for this and had serial negative blood cultures, most recently on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
A correlation between the evaluation findings of the returned pump, the patient's outcome, as well as the patient's reported history of hemolysis and infection could not be conclusively determined. The evaluation of the pump revealed that the inflow conduit appeared to have been angled against the wall of the left ventricle. A significant amount of tissue was present over the opening of the inlet tube, obstructing approximately 30 to 40 percent of the blood flow path. While partial tissue obstruction over the inlet tube opening could potentially contribute to hemolysis and low flow events, a duration of time for which the inflow conduit misalignment was present could not be determined; therefore, a correlation between the observed tissue over the inlet tube opening and the reported low flow alarms, as well as the patient¿s history of hemolysis could not be conclusively determined. Furthermore, the tissue obstruction over the inlet tube did not appear to have affected blood flow through the device as no depositions or thrombus formations were found on the remaining blood contacting surfaces. The evaluation could not conclusively determine a specific cause for the observed inflow conduit misalignment. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists hemolysis and infection as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.